Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site clinical director reported that, while outside of a procedure, the navigation system became unresponsive when loading images from a disc. It was reported that the system displayed an hourglass image and would not respond to prompts from the user. The navigation system did not restart when prompted by the user and restarted without prompt shortly after the prompt. Following the restart, the navigation system functioned as designed. There was no patient present when this issue was identified. No additional information was provided.